Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown it was found during an endoscopy that the patient experienced slight superficial lesion in the mucosa and lesion contralateral to stoma location. It was reported by the physician that it can be decubitus from the plate when the stomach is empty. Patient was treated with omeprazole for 7-15 days.